Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Dexcom reviewed the receiver data log on 04/14/2015. The reported event of inaccurate blood glucose values was confirmed. Additionally, the complaint device was not returned for evaluation. The receiver (B)(4) and transmitter (9438-05/68bex) being used with the complaint device was returned for evaluation on 04/21/2015; however, it is not complete. A follow-up will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The transmitter (part number stt-(B)(4) /lot number 5195189) being used with the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Also the receiver (part number str-gl-blu/serial number (B)(4) /lot number 5195444) being used with the sensor was returned for evaluation.the device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the diagnostic chart found inaccuracies. The reported event of an inaccurate blood glucose values was confirmed. A definitive root cause could not be determined.